Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "pump failure". Contact did not provide further information. Although multiple attempts were made by tandem technical support, customer did not reply.